Event description:
Additional information was received. It was reported that the outcome of the intervention to resolve the occlusion was updated from unresolved to resolved.

Manufacturer narrative:
(B)(6).

Event description:
An endurant stent graft was implanted for the endovascular treatment of a 9 cm fusiform diameter abdominal aortic aneurysm. The infrarenal angle of 51 degrees. Aortic neck was 21 mm in diameter and 26 mm long. Right iliac was mildly tortuous; left iliac was moderately tortuous. It was reported that thrombus was observed. The location of the thrombus is unknown. A right femoral and iliac embolectomy was performed however, the event was unresolved. The investigator assessed the event as not procedure but device related. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).